Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 500mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. It was reported that the skin was beginning to wear thin around the patient¿s pump because the patient was malnourished, very thin and had poor nutrition. The healthcare provider was switching out the pump before the skin wears more. The pump was switched to a smaller pump size and implanted it on the other side of the abdomen. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.